Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open colorectal procedure, when on bowel tissue using both devices, surgeon noticed that anastomosis was not correct and there was no staple line. Due to infection, surgical time was extended 30 minutes or more. Patient needed two more surgeries and hospital stay was extended. Unanticipated tissue loss, tissue damage and extended incision were reported.